Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: e1 - establishment name - (B)(6). E2 - health professional? - no. E3 - occupation - non-healthcare professional. H6 - health effect - impact code - from no health consequences or impact (2199) to no patient involvement (2645) . H6 - medical device problem code - from material discolored (1170) to failure to clean adequately (4048). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. Since the material adhered to an outer surface of the scope, the material was not removed by reprocessing. It is likely humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to the distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause could not be determined. The event can be detected in accordance with the following IFU: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stain inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to correct the g3 date of the initial report. G3 of the initial should be 06jun2024.